Event description:
The customer called to report on (B)(6) 2012 she activated a pod (no blood glucose was provided). By 7:05 pm her bg measured ¿high¿ (over 500 mg/dl) so she ate 43 grams of carbohydrate and gave a manual injection of 16 units of insulin (10 units of insulin was for bg correction and another 6 units for her dinner). She deactivated the pod where she noticed the cannula was not inserted into the skin and it was also bent. She is following dr¿s advice to help bring her bg level down.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the user¿s hyperglycemia. The user reported the cannula not inserted into the infusion site. This condition could interrupt insulin delivery and may lead to increase blood glucose. The lab evaluation, however, cannot confirm or exclude this condition. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin ¿ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery,¿ and ¿ if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose).¿ product lot qualification records were reviewed and determined to have met all acceptance criteria.